Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: the keypad was found to be torn at the down arrow button. All of the keypad buttons were intermittently responsive. The keypad was removed and there was evidence of contamination found under all the button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).